Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the insulin pump was not working, it had motor error, the buttons were sticky and had to press more than once. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they received a no delivery. The customer reported that the alarm did not occur during manual prime. The event was resolved by infusion change. The device will not be returned for analysis.